Manufacturer narrative:
Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer. Patient product ID: 3487a-33, lot# v081131, implanted: (B)(6) 2008, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported there was a reading of >4000 ohms on all of the unipolar pairs and some of the bipolar pairs. It was logged the impedances were: c 0 >4000, c 1>4000, c 2 >4000, c 3>4000, 0 1 2236, 0 2>4000, 0 3>4000, 1 2 2147, 1 3>4000, 2 3 ???. It was noted the patient wasn't feeling stimulation on multiple attempted electrode configurations at 10.5 v. It was noted they tried 1+, 2- and that didn't work either. It was reported the >4000 ohms in combination with <(><<)>15ua and lack of patient response indicated open circuits. It was logged that as all electrode combinations had been ruled out the next step would be to revise the system. It was noted the manufacturer representative would follow up with the patient's new managing health care provider to discuss possible surgical intervention. Additional information received reported the high impedances did not resolve, and reprogramming the day of the event and impedance testing the day of the event were performed. It was logged the reprogramming was unsuccessful and the impedance test not normal. It was noted the cause of the issue was not determined. It was reported the patient did not have much pain at the time of report, so she would decide whether to revise her lead. It was logged the patient outcome was that she was not using the device as the manufacturer representative turned it off.